Manufacturer narrative:
Investigation: the sample returned by the customer pertains to complaint (B)(4) and the investigation of the returned sample was completed under complaint (B)(4). No samples (including photos) pertaining to this complaint were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8281940 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had foreign matter and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 8281940. It was reported that the consumer is sick today incident date-(B)(6) 2019. He vomited. Now mother is concerned if the liquid has anything to do with this. Did not seek medical attention. She is not sure if she should use these syringes. Verbatim: (B)(4) her son is sick today incident date-(B)(6) 2019 . He vomited. Now she is concerned if the liquid has anything to do with this. Did not seek medical attention. She is not sure if she should use these syringes. Explained consumer syringes are manufactured in a machine and do not have human intervention. Check with the pharmacist or doctor regarding using the other syringes. Also offered to send the voucher.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had foreign matter and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 324910, batch no: 8281940. It was reported that the consumer is sick today, incident date (B)(6) 2019. He vomited. Now mother is concerned if the liquid has anything to do with this. Did not seek medical attention. She is not sure if she should use these syringes. Verbatim: (B)(6). Her son is sick today incident date (B)(6) 2019. He vomited. Now she is concerned if the liquid has anything to do with this. Did not seek medical attention. She is not sure if she should use these syringes. Explained consumer syringes are manufactured in a machine and do not have human intervention. Check with the pharmacist or doctor regarding using the other syringes. Also offered to send the voucher.